Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer had experienced multiple high blood glucose. The caller stated that they had a bad sensor and bad quick set. When they removed the sensor, it was bent. They had also changed the reservoir. The customer's blood glucose level was then over 500 mg/dl. The customer received 1 unit of insulin through the insulin pump but their blood glucose did not come down. Their blood glucose went up to over 600 mg/dl. They had to treat with a shot in the arm. The device will not be returned for analysis.